Event description:
In (B)(6) 2006, I delivered my fifth child by c-section and I was high risk pregnancy due to gestational diabetes. After the baby was born I wanted to tie my tubes but my gyn doctor advised me that would be an unsafe procedure because I would need further surgery. She then proceeded to tell me about a new procedure that has no side effects in a five year study. She convinced me it would be safe, no down time, no incisions, and no hormones. I was on board, after all she had delivered two of my children by high risk c-section. I trusted her completely. At this point I was a healthy (B)(6) who walked 4 hours a night and stood at a gate directing traffic for 2 hours every morning. I was very healthy with no prior back injuries or health problems. In (B)(6) 2006, I was implanted with the essure coils under anesthesia. When I awoke I was a different woman. I noticed symptoms instantly. When I returned back to work, my legs and lower back would burn as I stood at the gate. From there I became very ill. Flu like symptoms. By (B)(6) 2006, I had to resign my position of (B)(6) due to being sick and using up all my time off (pto). This put me into a depression. So I decided to find a position that wouldn't be so demanding. I then began noticing and telling my co-workers that my wrist and ankles are aching/burning. This was when my health started going on a downward spiral. I started having periods that were very heavy. I would take showers and look in the bottom of tub and see blood clots the size of quarters. I had x-rays on my wrist, MRI on my back, back injections for lower back burn, physical therapy for my wrist and back. I became very heavy, I gained (B)(6) and my stomach was extended as if I was 7/8 months pregnant. I became diabetic. Diagnosed with diabetic neuropathy. And sent on my way with metformin, cymbalta and vicodin. I lost my hair. Lost this next position after 2 years because I couldn't tolerate the pain or blood. I worked third shift but my body became physically weak. I felt like an 80 year old women and I could barely climb stairs. I had a biopsy on clots, pap smears, xrays, mris, CT scans, back injections, check for ms and lyme. But all blood work normal. I stayed alone in silence and pain, depression for years. In 2013 I found a support group that was spreading awareness of the side effects of the essure coils. Hello. I had been saved. I immediately informed my personal care doctor and my gyn doctor of what all my symptoms were. My pcp doctor ran a kind of bloodtest. Including nickel, copper and lead. All normal. Diabetes went away too at this point I weighed (B)(6). I was very ill, in pain. My doctor then diagnosed me with fibromyalgia. And then I went to see my gyn who ordered ultrasound of my essure coils that looked to be that one of the coils didn't extend on implant. He ordered a hysterectomy date for (B)(6) 2013. I was hurting so bad at this point that I didn't think I could make it much longer. My thumbs started burning and I made my doctor aware that was my last symptom before my abdominal surgery to remove essure coils. When the doctor removed coils he stated that he could tell that I would get instant relief. I had endometriosis, adenomyosis, fibroids, cyst on fallopian tubes and lots of scar tissue. Today I fell 80 percent better no burning in hands, wrists, fingers. No blood and no pain of the essure coils. I gave up all medication and started self medicating with marijuana for extreme pain in joints muscles and headaches. Today after removal, I do not have the headaches, joint pain in wrist/hands/fingers. All blood gone. I am starting to feel like my old self. Although I still have lower back aches and leg muscle pain. All other symptoms are gone completely.